Event description:
Customer reported a past low blood glucose event, with the specific lowest level displayed as "low." Cause was no known. Customer consumed carbohydrates as a treatment action. Recommendation was made to consult with a healthcare provider regarding diabetes management.